Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed for pain management, in the continuous+bolus mode, to deliver fentanyl 10mcg/ml, at 25mcg/hr, a 12mcg bolus, a 10 min patient lockout, a 6 bolus/hr limit, a 250ml container size and the delivery was started. On 06/28/2010 at an unspecified time, the nurse noted the display indicated that a volume of 35ml remained to be infused; however, 1ml remained in the container. The device was removed from clinical service. The customer contact stated there was no change in the pt status. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).